Manufacturer narrative:
Product complaint # (B)(4). Evaluation: two opened boxes with a total of fifty-six unopened samples of product code 9702, lot # paj097 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing / packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a pediatric patient underwent an unknown cardiac surgery on (B)(6) 2019 and suture was used. The suture pulled off the needle during the procedure. Changed to another one to complete the surgery. There is no report of patient consequence. No additional information could be provided.